Event description:
The cardiac resynchronization therapy defibrillator (crt-d) system explanted due to infection. The organism was identified as staphylococcus epidermidis. It was noted there was pocket infection due to erosion of the device. The patient has had previous radiation surgery in the area of the device pocket. The physician mentioned that the skin is quite thin in this area and could have contributed to the erosion of the device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).